Manufacturer narrative:
Available details indicate that the device¿s external paddles were broken. The failure was confirmed by the user during an equipment inspection. The customer was sent replacement external paddles and the device was successfully returned to service. It has been concluded that no further action is required at this time.

Manufacturer narrative:
Reporter information: (B)(6). A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device has treatment handle failure. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.